Event description:
It was reported to boston scientific corporation on april 15, 2008, that an amplatz endo device was used for a peripheral stent placement (patient age, gender and weight unknown) in 2008. According to the complainant, during the procedure, an edwards lise stent became stuck onto the amplatz endo wire. The stent and wire were removed from the patient, and the procedure was completed with a different device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The model number of the device us unknown. The lot number is unknown; therefore, the manufacture date cannot be determined. The device was discarded. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.